Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.

Event description:
In 2010, this patient was treated for a descending thoracic aneurysm. While removing the 24fr gore introducer sheath with silicone pinch valve, the physician ruptured the left common iliac artery. The artery was repaired with an 8mm dacron graft that extended from the common iliac to external iliac. The patient tolerated the procedure and no further incidents were reported. Everything was sized appropriately.